Manufacturer narrative:
There is insufficient information to perform an investigation

Event description:
String came off tampon... Pelvic exam and removal of tampon with broken strings [foreign body in reproductive tract] string came off tampon [device breakage] case narrative: consumer reported via email that the string came off the tampon. No serious injury was reported.

Manufacturer narrative:
There is insufficient information to perform an investigation.

Event description:
String came off tampon... Pelvic exam and removal of tampon with broken strings [foreign body in reproductive tract]. Pulled the string and it came out with no tampon. I tried to remove it myself unsuccessfully [complication of device removal]. String came off tampon [device breakage]. Case narrative: consumer reported via email that the string came off the tampon. No serious injury was reported.